Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's nurse called to report that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels were not included in the report. Customer's nurse reported that the insulin pump excessively alarmed no delivery. Customer was removed from the insulin pump when admitted to the hospital and remains off the pump until further notice. Customer is still in the hospital under evaluation. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Product is not being replaced.